Event description:
The physcian successfully placed a taxus express 2 8.8% 3.0 x 16 mm drug eluting stent in the mid right coronary artery (rca). The angiogram looked good and the patient was discharged on an aspirin/plavix regimen. The patient presented one month later suffering from chest pain. It was determined that the rca had thrombosed at the stent site. The physician was able to clear the sat using a 3.0 x 20 mm ranger balloon. The physician noted that the patient had had ceased taking the aspirin/plavix regimen which was prescribed, and that the sat was not related to the stent. The patient/'s condition is listed as good.